Event description:
It was reported that the user experienced hyperglycemia with a reported glucose of 323 mg/dl while using the ilet system with teflon infusion sets and a dexcom g7, following a meal and a recent supply change; the user lacked a glucometer for confirmation and declined guided troubleshooting, indicating they would manage a site change independently. Symptoms included elevated blood glucose without reported emergent symptoms. Outcomes included self-management at home without escalation of care, hospitalization, alerts, or alarms. Investigation included remote troubleshooting and education regarding site assessment and confirmation of glucose readings. Investigation of this case revealed no device alarms and no confirmed device malfunction, with contributing factors possibly including infusion site or set performance and meal-related glucose excursion without fingerstick confirmation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.